Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the hospital that the bd vacutainer® plastic k3edta tube with hemogard¿ closure had problems with vacuum being "below the limits of the hematology laboratory." Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for low draw volume with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported by the hospital that the bd vacutainer® plastic k3edta tube with hemogard¿ closure had problems with vacuum being "below the limits of the hematology laboratory." Found during use. No reports of serious injury or medical intervention noted.